Manufacturer narrative:
(B)(4). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of a ruptured thoracic aortic aneurysm with three gore® tag® thoracic endoprostheses. On (B)(6) 2016, follow up images showed a type ia endoleak, which was treated with the implantation of an additional gore® tag® thoracic endoprosthesis on (B)(6) 2016. Reportedly the endoleak was still persistent at the end of the reoperation. The patient tolerated the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of a ruptured thoracic aortic aneurysm with three gore® tag® thoracic endoprostheses. On (B)(6) 2016, follow up images showed a type ia endoleak, which was treated with the implantation of an additional gore® tag® thoracic endoprosthesis on (B)(6) 2016. Reportedly the endoleak was still persistent at the end of the reoperation. Another reintervention is planned on an unknown date. The patient tolerated the procedure.